Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review cannot be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
The facility reported an infusor which did not infuse during patient use. When the patient returned after the seven-day infusion period, the device was still full. The device was filled with a 252-ml solution of 2150 mg fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.